Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 428 mg/dl. Customer¿s current blood glucose is 428 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer changed his sensor then he charged the transmitter it does not connect then the pump says replace transmitter. The insulin pump will not be returned for analysis.